Manufacturer narrative:
The customer was sent a replacement pump in style. The customer is no longer experiencing mastitis and the new pump is working well . The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing low suction with her pump in style advanced breast pump. The customer reported that she developed mastitis due to not being able to use the pump. She has seen a doctor, who prescribed keflex and hydrocodone, and is no longer experiencing symptoms of mastitis.

Manufacturer narrative:
The pump in style device was returned to medela on 2/29/2016 and evaluated by qe on 3/1/2016. The attached evaluation shows that the pump failed the vacuum test, confirming the customer's complaint of low suction. It was also noted on the evaluation that the tubing port was broken.